Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tct75 instrument misfired. No further info available on this case as the device was discarded. There was no consequence to the pt.